Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.5, lab: 2.17. Pt's therapeutic range: 2.0-3.0 inr. Based in the inratio2 result, pt's coumadin dose was adjusted. Doctor rec'd lab result on (B)(6) 2011 and said that dose would not have been changed if they knew what the lab result was on the day of testing.

Manufacturer narrative:
Investigation pending.